Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard ivtm console (B)(4) was tested as one of the wheels reportedly had fallen off or was broken. During start up, the console alarmed with a tcmid06 (ce post failure) error and was taken out of service. There was no patient involvement. No further information was provided.

Manufacturer narrative:
The report of a tcmid:06 (ce post error) error message was confirmed during functional testing and event log review of the thermogard xp ivtm console (sn (B)(4)). The root cause is due to a defective cooling engine. The thermogard console is a reusable device and was manufactured on 02 mar 2013 and has exceeded its expected service life of three years. Review of the event log retrieved from console revealed multiple tcmid:06 error messages. Evaluation of the console revealed a tcmid:06 error message during functional testing. The cause of the error message was attributed to a defective cooling engine and a leak on the cooling engine refrigerant. Additionally, visual inspection of the console found physical damages that were unrelated to the reported event. Upon customer approval, the cooling engine and the damaged components will be replaced, and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).